Event description:
The user facility reported the follow incident: when the device was opened for surgery, a hole was found in the device. Another device was in stock for continuing the procedure. The device is available for evaluation.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.